Event description:
It was reported that the patient was experiencing diaphragmatic stimulation and high thresholds on their right atrial (ra) and right ventricular (rv) leads two weeks after implant. Both of the leads were determined under fluoroscopy to be located in the atrium and dislodged. The leads were revised and reprogrammed. No further patient complications have been reported as a result of this event.